Event description:
In 2005, we learned from the dr that no further info regarding this complaint is attainable.

Event description:
The doctor claims that a 14mm graft was implanted in september 2004. During a post-procedure examination, (date not reported to co) it was noticed by the surgeon that the graft had dilated to 28mm in diameter. The graft remains in the pt. The pt's post-operative condition is reported as satisfactory. Note: the implant date and incident date are unknown at this time and have been approximated for reporting purposes only.